Event description:
Spoke with patient's son via phone and informed of death. Son stated patient was taken to the emergency room on (B)(6) 2006 with complaints of back and arm pain. Was diagnosed with constipation and dehydration. Patient was given IV fluids and prescribed laxatives and discharged home. After starting treatment on cycler son left, a second son who lives with patient called the other son around 11:45 on (B)(6) 2006 and said patient had difficulty breathing and then went out. Ems were called but were unable to revive patient.